Manufacturer narrative:
Problem code relates to the reported issue of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report# 3005099803-2018-01081 pertains to the first speedband device, manufacturer report# 3005099803-2018-01082 pertains to the second speedband device and manufacturer report# 3005099803-2018-01083 pertains to the third speedband device. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deploy. The same event happened with the other two speedband superview super 7 devices, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.